Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was not determined that the station was failed to communicate. A technical support specialist dialed into the es server and the affected station, verified synchronization status, and reviewed datasync logs, which showed successful uploads with no errors. The specialist logged into station from the es server and confirmed that the station was not listed on any notices. After multiple follow-ups with the customer and no response, the ticket was closed. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and on critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.